Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh exposure, erosion, recurrent stress urinary incontinence, chronic pelvic pain, frequency, urgency, active endometriosis, extensive bowel adhesions, right lower incisional pain, vaginal discharge and bleeding, minimal leakage, pelvic and vulvar discomfort, bowel problems, diarrhea, hematochezia, urinary tract infection, dysuria, microscopic hematuria, and tenderness. It was also reported that the plaintiff allegedly experienced dyspareunia, infection, and other unspecified injuries. Furthermore, it was also reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4). Lawyer-filed report.